Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Investigation found the device ran to an 0x40 alarm code due to corrosion within the device. No timeouts but a drive stall was present in the download data. Corrosion was present on the pcb and fluid contamination was found on the commutator cap. Fluid contamination caused discontinuity between the commutator cap and rotational sensor springs, leading to the 0x40 alarm code. Low battery voltage was measured across all three battery stacks due to the corrosion. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. While internal corrosion generated the 0x40 hazard alarm, the source of internal corrosion cannot be conclusively determined

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 21 mmol/l (378 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and a new pod.